Event description:
Additional information received: 1. Can you please provide the event date? The instrument has been like this (stiff) since they started using the instrument set ¿ (the other set (same instrument) that they got is not like this). 2. Can you please provide the surgeon's name. Every surgeon at the operating room ward, doing knees at the hospital has been complaining about this issue.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information provided: "the instrument is some how broken or at least damaged from the beginning (you do have to force the drill into the drill tower ¿ very stiff and doesn¿t fit). This is the instrument set that they started to use later because of the missing 4l femur part". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed scratches on its inner surface, mostly by attempting to assemble the device (attune tibial drill tower) with its mating component (attune ltl cem tibial drill). Device was returned disassembled and no other cosmetic anomaly was identified on its surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using the returned attune ltl cem tibial drill ((B)(6)) as mating device. Test revealed the device could not be assembled with its mating component as intended, confirming the reported allegation. Potential cause was traced to component failure by a defect identified on the mating device that impede the device to assemble as intended. The overall complaint was confirmed, as the returned instruments could not be assembled. However, the attune tibial drill tower was determined not to have contributed to the reported issue by itself. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Could you please confirm if the device tibial drill, pn:(B)(4) was used for the first time, at the hospital, when the event occurred? - one of the two instruments was not fitting the other one from the beginning. B. Please clarify if the device had already been damaged on the shaft (from use) or if it was like new out from the instrument set? - it turned out like this after being used with the other item.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿the instrument is some how broken or at least damaged from the beginning (you do have to force the drill into the drill tower ¿ very stiff and doesn't fit). This is the instrument set that they started to use later because of the missing 4l femur part". The product was not returned to medtech orthopaedic, however, photos were provided for review. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of inability to unable to assemble and jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedic quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument is some how broken or at least damaged from the beginning (you do have to force the drill into the drill tower ¿ very stiff and doesn¿t fit) this is the instrument set that they started to use later because of the missing 4l femur part.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "the instrument is some how broken or at least damaged from the beginning (you do have to force the drill into the drill tower ¿ very stiff and doesn¿t fit). This is the instrument set that they started to use later because of the missing 4l femur part" and "the instrument has been like this (stiff) since they started using the instrument set ¿ (the other set (same instrument) that they got is not like this)". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed scratches on its inner surface, mostly by attempting to assemble the device (attune tibial drill tower) with its mating component (attune ltl cem tibial drill). Device was returned disassembled and no other cosmetic anomaly was identified on its surface. A dimensional inspection was performed for the attune tibial drill tower and met specifications. * a functional test was performed using the returned attune ltl cem tibial drill (d254500165) as mating component. Test revealed the device could not be assembled with the returned mating component as intended, confirming the reported allegation. Potential cause was traced to component failure by a defect identified on the mating device that impede the device to assemble as intended. It is important to mention that an additional functional test was performed for the attune tibial drill tower using a depuy synthes sample as mating component: tibial drill (d254500125). Test revealed drill tower could be assembled as intended with the sample. The overall complaint was confirmed, as the returned instruments could not be assembled. However, the attune tibial drill tower was determined not to have contributed to the reported issue by itself. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *drawing/specifications reviewed: dwg-2254500131 rev f. Current specified dimensions: internal diameter ø = 25.25 mm ± 0.05 mm lateral internal diameter = 8.30 mm ± 0.05 mm. Measured dimensions: internal diameter ø = 25.25 mm (complies) lateral internal diameter = 8.30 mm (left) & 8.28mm (right) (complies) device used: digimatic caliper cd78619 device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.